Manufacturer narrative:
Citation: tarus a, et al. Coronary revascularization during treatment of severe aortic stenosis: a meta-analysis of the complete percutaneous approach (pci plus tavr) versus the complete surgical approach (CABG plus savr). J card surg. 2020 aug;35(8):2009-2016. Doi: 10.1111/jocs.14814. Epub 2020 jul 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes of transcatheter aortic valve replacement (tavr) plus percutaneous coronary intervention (pci) compared with surgical aortic valve replacement (savr) plus coronary arteries bypass grafting (CABG). All data was collected from a meta-analysis review of three studies published between 2018 and 2019. The total study population included 1 ,046 patients (tavr/pci = 346; savr/CABG = 700). In the tavr/pci group (predominantly male; mean age 80.9 years), an undisclosed number of patients were implanted with the medtronic corevalve. No unique device identifier numbers were provided. In the tavr/pci group, the 30-day and 2-year mortality rates were analyzed but not explicitly reported. None of the deaths were directly attributed to corevalve. In the tavr/pci group, adverse events included: myocardial infarction within 30 days after valve implant; stroke within 30 days after valve implant; post-procedural permanent pacemaker implantation; and unspecified need for aortic valve reintervention. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.